Event description:
In 2009, patient reported that over the last two weeks, she has been experiencing elevated blood glucose in the 450's mg/dl. Patient's normal blood glucose range is 90-100 mg/dl. Patient stated she felt like she is not getting her bolus due to the up/down button recall. Patient reports she is not sure which button is not responding. Patient stated she has changed her insulin cartridge, infusion set and her bolus but her blood glucose remains elevated. Reviewed bolus history and patient was not able to tell if a bolus was missed or not programmed successfully. Patient reports she is currently using injection therapy to reduce her blood glucose while on the insulin infusion device. Troubleshooting did not find any product issues. Patient states the infusion device did not display any error occlusions. Advised to switch to her back-up infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.